Manufacturer narrative:
In addition to the reportable malfunction that was mentioned in section describe event or problem the following evaluation findings were noted: leak was noted from the bending section (a-rubber) and connecting tube, failed insulation test from the distal end cover (c-cover), cracked light guide rod lens, chipped charge coupled device lens cover, dents and scratches noted from the distal end cover, buckles from the insertion tube and light guide tube, low insulation on the insertion tube, coating peeling off from the protector, broken scope body, broken scope cover, collapsed key top one, scratched switch box, cracked plug unit, and black shadow on image. The investigation is ongoing, if new and relevant information becomes available later, this report will be supplemented.

Event description:
The customer returned the device for service due to the connecting tube leakage. No adverse event associated with this report. However, during the evaluation of the returned device, it was noted that the insertion braids or bending section mesh protruded outward with sharp edges. This MDR is being submitted to capture the reportable malfunction that was found during the evaluation of the device.

Manufacturer narrative:
Correction to "investigation findings". This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that inappropriate handling of the device (hitting, coiling into small loops, etc.), braid inside insertion tube cut and protruded out of resin of the insertion tube. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." "Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result." Olympus will continue to monitor field performance for this device.